Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the device was alarming and the patient removed the battery because they did not want to be treated. Zoll told the patient to reinsert the battery, and when the patient did reinsert the battery the patient went into a seizure and the device entered a treatment sequence. The patient was unconscious when ems arrived.   It was also reported that the patient experienced an appropriate treatment event consisting of 1 shock. Sinus tachycardia at 120 bpm was detected at 16:47:52. An arrythmia was detected 2 times from 16:48:17 to 16:50:27 when the patient's rhythm was ventricular tachycardia (vt) at 150 bpm, and there was response button use. From 16:53:20 to 16:53:33, vt from 150 to 160 bpm was detected with response button use. The device was shutdown at 16:50:52 and powered back on at 16:51:39. The device properly detected vt from 16:48:17 to 16:53:33. However, rb use, motion artifact and hr at or below the treatment threshold prevented the lifevest from treating the patient. At 16:59:54 the device detected an arrythmia of vt at 250 bpm. Gel was released at 17:00:17. The patient received an appropriate treatment at 17:00:30. The patient's rhythm was vt at 210 bpm, and the post-shock rhythm was asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. There was response button use from 17:03:39 to 17:37:24, and it is unclear who was pressing the buttons. Per the patient's continuous recording, the patient was in sinus bradycardia at 30 bpm degrading to asystole with intermittent cardiac activity and CPR/motion artifact. The rhythm then transitions to an idioventricular rhythm at 30 bpm with pvc slowing to an idioventricular rhythm at 20 bpm degrading to asystole intermittent cardiac activity and CPR/motion artifact and electrode lead falloff from 17:03:33 until the device shutdown 17:47:15 on (B)(6) 2020. There is no indication that a device malfunction caused or contributed to the patient's death.